Event description:
Pt had bilateral breast implants placed approximately 30 yrs ago per history from physician, dr (B)(6). The left implant was ruptured and the right implant was intact but somewhat encapsulated. Both were explanted and sent for gross examination. No visible marking as to manufacturer.